Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing confirmed that the image acquisition system (ias) shut down very quickly once the power supply was disconnected. The motion batteries were replaced, and the imaging system then passed the system checkout and was found to be fully functional. No parts were returned for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the imaging system experienced an automatic shutdown because of critical battery voltage. It was noted that a restart of the system temporarily solved the issue. This issue was noted outside of procedure and there was no patient present when this issue was observed.